Event description:
It was initially reported by the field clinical specialist (fcs), that during a valve in valve ttvr procedure with a 29mm sapien 3 ultra resilia valve to treat a stenotic 29mm carpentier surgical valve, the operator was not able to cross the valve annulus with the commander delivery system with much effort. It was decided to remove the undeployed valve. However, the operator was unable to get it back into the 16 fr esheath+, so the valve was deployed in the right iliac vein. A new 29mm sapien 3 ultra resilia valve was prepped and deployed successfully with no complications. There was no injury to the patient. Per medical records received, during the ttvr procedure, there were difficulties crossing the stenotic surgical valve due to the calcification. Therefore, it was decided to remove the devices as a unit. However, there were difficulties withdrawing the delivery system into the esheath, and the valve was deployed in the iliac artery vein. A second valve was successfully implanted in the stenotic surgical valve.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report numbers: 2015691-2024-02254, and 2015691-2023-18705.

Manufacturer narrative:
Correction to h6 based on additional information. It should be noted that tricuspid valve replacement using the sapien 3 ultra resilia valve/commander delivery system is not an indicated use. As such the transfemoral vein access is not indicted for use. The risk management file captures risks for indicated device use only. Therefore, the related hazardous situation/harm that occurred in this event is not captured in risk management documentation. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the difficulty crossing and difficulty to withdrawal the delivery system with valve through the esheath was unable to be confirmed as no imagery was provided. Investigation results suggest/indicate patient factors (calcification) may have caused or contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the difficulty crossing and difficulty to withdrawal the delivery system with valve through the esheath was unable to be confirmed. Investigation results suggest/indicate patient factors (tricuspid implant with pre-existing valve) may have caused or contributed to this difficulty crossing. Based on the provided information, a definitive root cause for the difficulty to withdrawal the delivery system with valve through the esheath leading to a non-target deployment is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a valve in valve ttvr procedure with a 29mm sapien 3 ultra resilia valve to treat a stenotic 29mm carpentier surgical valve, the operator was not able to cross the valve annulus with the commander delivery system with much effort. It was decided to remove the undeployed valve. However, the operator was unable to get it back into the 16 fr esheath+, so the valve was deployed in the right iliac vein. A new 29mm sapien 3 ultra resilia valve was prepped and deployed successfully with no complications. There was no injury to the patient.

Manufacturer narrative:
The sapien 3 ultra resilia valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 ultra resilia valve in the tricuspid position is not indicated per the labeling. Investigation is still ongoing.